Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the internal battery doesn't work and the pump does not work detached by the main line". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint that the "internal battery doesn't work and the pump does not work detached by the main line" is not able to be confirmed. No part was returned for investigation to teleflex chelmsford. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the internal battery doesn't work and the pump does not work detached by the main line". No patient involvement.